Event description:
A report was received that the patient underwent a surgery for an unknown reason.

Manufacturer narrative:
Additional information was received that the flare was not device related. The patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description: avista MRI perc lead kit, 56 cm model #: sc-4319 lot #: 20140613 description: clik x MRI anchor. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a surgery for an unknown reason.